Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow-up with the left ventricular lead dislodged. An x-ray showed the lead in the superior vena cava. The physician explanted and replaced the lead. The patient was stable afterwards.